Event description:
The customer reported that during a urological procedure, after incising, the jaw failed to re-open while applied to tissue. The surgeon used another instrument to open the jaws so that the device could be removed from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.